Event description:
The reporter contacted animas on behalf of the pt (her daughter) alleging that the pump was intermittently not responding to down arrow button presses. The reporter also claimed that the down button was sticking. The reporter denied that the keypad was peeling or torn.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts.